Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead in segments returned. Other : it was reported that the rv (right ventricular) lead was replaced due to inappropriate therapy caused by oversensing. No further patient complications were reported as a result of this event, and the patient status was listed as ok following the lead revision. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event. Oversensing, shock, inappropriate.

Event description:
It was reported that the rv (right ventricular) lead was replaced, due to inappropriate therapy caused by oversensing. No further patient complications were reported as a result of this event, and the patient status was listed as ok following the lead revision.